Event description:
Customer experienced burning with whitening on the right thumb tip while clearing a completed load from sterrad 100s. The customer rinsed the contact area under running water and was prescribed a burn ointment by a dermatologist. The symptoms resolved in 2 days.

Event description:
Customer experienced burning with whitening on the right thumb tip while clearing a completed load from sterrad 100s. The customer rinsed the contact area under running water and was prescribed a burn ointment by a dermatologist. The symptoms resolved in 2 days.